Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 23 mg/dl at the time of the event and reported a sensor glucose vs blood glucose value difference. The customer reported hypoglycemia was treated with carb intake, glucagon and visited the emergency room. The customer also experienced symptoms such as passed out, feeling shaky and was treated in the emergency room visit. The event involved products mmt-431ag, mmt-7040b, mmt-342g, mmt-1884. Troubleshooting was performed for hypoglycemia and found that the insulin pump was over delivered the insulin. The customer was using the auto mode/smartguard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The blood glucose value was 23 mg/dl and the sensor glucose value was 60 mg/dl at the time of the event and the difference was greater than 30%. No further patient complications were reported. No product return is required for mmt-431ag. No product return is required for mmt-7040b. No product return is required for mmt-342g. No product return is required for mmt-1884.